Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-operatively, the patient experienced pocket inflammation, asthenia, and fever. The patient then experienced septic shock and an infection (endocarditis staphylococcus aureus). Antibiotic was prescribed and the cardiac resynchronization therapy defibrillator (crt-d) system was explanted. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.